Manufacturer narrative:
B3 is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged dso seal, damaged battery compartment, and scratched lens. To address the issue, the dso seal, battery compartment, and lens were replaced.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement.